Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) stopped moving correctly. The instrument's tip was unable to rotate and move in its normal function. The suspected issue was with a cable within the wrist of the instrument possibly not functioning. No visible issue with the wrist of the instrument was seen upon inspection. A new cautery hook replaced the malfunctioning one and the case proceeded as usual and was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in the opposite/wrong direction. There was no noticeable damage to the instrument upon inspection. The issue may have been internal. There was no report of any fragments falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.